Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infection and cellulitis event on (B)(6) 2025. The insertion site was the abdomen. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.